Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococcus (1cfu / endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; july 24th, 2019, all channels: saprophytic sprouts (25cfu) second time; august 7th, 2019, the distal end: saprophytic sprouts (13cfu) the auxiliary channel: saprophytic mushrooms (1cfu / channel) the suction channel: saprophytic sprouts (1cfu / channel) the air/water channel: saprophytic sprouts (2cfu / channel) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 (B)(4), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.